Event description:
As reported in an absract issue of a journal, a patient had a testicular mass. The testicle was removed and the lesion found to be cystic rather than malignant. Antibody interference was evaluated in this pt sample (post-operatively) by reassay on another immunoassay instrument and by the addition of mouse and bovine sera.